Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 2021 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of ectopic pregnancy with contraceptive device ("right cornual ectopic pregnancy") in a 29 year-old female patient who had essure inserted (lot no. Cs0007h) for female sterilisation. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of dysuria, pelvic pain female, spontaneous abortion, vaginal bleeding, parity 2 and multigravida. As concurrent condition the report mentioned abdominal pain. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced ectopic pregnancy with contraceptive device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of ectopic pregnancy with contraceptive device was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The reporter considered ectopic pregnancy with contraceptive device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: bilateral essure tubes noted in place. There is no filling of the fallopian tubes or spillage into the peritoneal cavity. Impression: status post essure tube placement [pathology test] on (B)(6) 2019: uterus, cervix, bilateral fallopian tubes (uterine weight, 189 gm) bicornuate uterus with immature chorionic villi consistent with products of conception in right cornual area. Cervix: high grade squamous intraepithelial lesion ( cin3/cis) endometrium: gestational type endometrium with prominent decidualized stroma. Myometrium: benign right cornual area: products of conception consisting of immature hydropic chorionic villi focally containing nucleated rbcs. Right fallopian tube: benign. Left fallopian tube: benign with paratubal cysts. Gross description: right cornu and a 3.5 x 0.2 cm gray metal coiled structure at the left cornu posterior to the fallopian tubes and covered with tan-gray fibrous adhesions. The right cornu is filled with multiple areas of papillary tissue consistent with villous tissue. Adjacent to the villous tissue, a 3.0 x 0.2 cm gray metallic coil is identified. [Ultrasound scan] on 12-mar-2021: the uterus is surgically absent. Right ovarian complex cyst with diffuse lacy internal septations but no internal color flow vascularity, measuring 3.4 x 3.1 x 3.2 cm.spectral doppler imaging shows blood flow to the ovary. Left ovarian mildly complex cyst with thin peripheral septation, measuring 3.2 x 3.2 x 2.8 cm. Spectral doppler imaging shows blood flow to the ovary. Impression: complex cysts measuring up to 3.4 cm within the right ovary and 3.2 cm within the left ovary. No abnormal color flow vascularity or nodularity is seen the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Event medical device removal is replaced with ectopic pregnancy. Lot number added. Lab data , medical history , concomitant conditions & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 2021 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of ectopic pregnancy with contraceptive device ("right cornual ectopic pregnancy") in a 29 year-old female patient who had essure inserted (lot no. Cs0007h) for female sterilisation. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of dysuria, pelvic pain female, spontaneous abortion, vaginal bleeding, parity 2 and multigravida. As concurrent condition the report mentioned abdominal pain. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced ectopic pregnancy with contraceptive device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of ectopic pregnancy with contraceptive device was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The reporter considered ectopic pregnancy with contraceptive device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: bilateral essure tubes noted in place. There is no filling of the fallopian tubes or spillage into the peritoneal cavity. Impression: status post essure tube placement [pathology test] on (B)(6) 2019: uterus, cervix, bilateral fallopian tubes (uterine weight, 189 gm) bicornuate uterus with immature chorionic villi consistent with products of conception in right cornual area. Cervix: high grade squamous intraepithelial lesion ( cin3/cis) endometrium: gestational type endometrium with prominent decidualized stroma. Myometrium: benign right cornual area: products of conception consisting of immature hydropic chorionic villi focally containing nucleated rbcs. Right fallopian tube: benign. Left fallopian tube: benign with paratubal cysts. Gross description: right cornu and a 3.5 x 0.2 cm gray metal coiled structure at the left cornu posterior to the fallopian tubes and covered with tan-gray fibrous adhesions. The right cornu is filled with multiple areas of papillary tissue consistent with villous tissue. Adjacent to the villous tissue, a 3.0 x 0.2 cm gray metallic coil is identified. [Ultrasound scan] on (B)(6) 2021: the uterus is surgically absent. Right ovarian complex cyst with diffuse lacy internal septations but no internal color flow vascularity, measuring 3.4 x 3.1 x 3.2 cm.spectral doppler imaging shows blood flow to the ovary. Left ovarian mildly complex cyst with thin peripheral septation, measuring 3.2 x 3.2 x 2.8 cm. Spectral doppler imaging shows blood flow to the ovary. Impression: complex cysts measuring up to 3.4 cm within the right ovary and 3.2 cm within the left ovary. No abnormal color flow vascularity or nodularity is seen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.